Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had non calcified and mildy tortuous vessels. The pt was not a good surgical candidate due to their co-borbidities of severe vascular disease, multiple vascular issues, and the pt's arteries were extremely inflexible. It was reported that bifurcated stent graft was successfully implanted, without the use of an introducer sheath. It was reported that upon removal of the bifurcated stent graft an iliac artery evulsion occurred. The physician elected to convert the pt to an open surgical repair. The device was discarded by the user facility. No additional sequelae were reported and the pt is fine. There is no further info available for this case.